Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported failure to advance, kinked shaft and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4). The four additional graftmasters (which failed to cross) referenced are being filed under separate manufacturing report numbers.

Event description:
It was reported that the procedure was to treat a perforation in the left posterior descending artery. A 4.0x26mm rx graftmaster stent was advanced; however, could not cross and the shaft kinked. Thus, the device was simply removed. A 4.0x19mm rx graftmaster stent was advanced; however, could not cross and the shaft kinked. Thus, the device was simply removed. A 2.8x26mm rx graftmaster stent system was advanced; however, could not cross and the shaft kinked. Thus, the device was simply removed. Another 2.8x26mm rx graftmaster was advanced; however, could not cross and the shaft kinked. Thus, the device was simply removed. A 2.8x16mm rx graftmaster stent system was advanced; however, could not cross and the shaft kinked. Thus, the device was simply removed. Then a 3.5x16mm rx graftmaster stent system was advanced and the stent deployed at 13 atmospheres. Followed by a 2.8x19mm rx graftmaster stent system which was advanced and the stent deployed at 12 atmospheres. Another 2.8x19mm rx graftmaster stent system was advanced and the stent deployed at 10 atmospheres. The perforation was sealed and the graftmasters did not cause or contribute to any adverse patient effect. No additional information was provided.